Manufacturer narrative:
On 3/6/2019, a steris account manager performed in-service training on the proper use and operation of the 5085 surgical table. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. The technician tested the table's functions and articulations and found it be operating according to specification; no repairs were required. While onsite, the technician spoke with user facility personnel regarding the reported event. Facility personnel stated that while prepping a patient, an employee leaned against the table causing the table to "roll". Additionally, he learned that the floor locks were not engaged when the patient was placed onto the table. The reported event can be attributed to user error as facility personnel should not have placed the patient on the table prior to ensuring that the flock locks were engaged. The 5085 surgical table operator manual states (pg. 1-2), "failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure.". A steris account manager will offer in-service training on the proper use and operation of the 5085 surgical table. No additional issues have been reported.

Event description:
The user facility reported that while prepping a patient their 5085 surgical table began to "roll". No report of injury or procedure delay. The procedure was completed successfully.